Event description:
This device extends a needle from the distal end of a sheath during a lung biopsy. Two devices did not extend the needle. It was caught behind a metal ring at the end of the sheath. There were five devices in the box - 2 did not work as expected. The third device did function as expected. Two are unopened. The procedure was lengthened about 15 minutes while the endoscopy team was evaluating the equipment. Devices and packaging were saved and will be returned to the manufacturer.